Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the cover plate was cracked with risk of missing particles, label on suspension arm was damaged with missing particles, paint on suspension arm and fork was damaged and cap (ard652000186) on suspension arm was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Initial reporter was getinge technician. The correction of h4 manufacture date: and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 manufacture date: 2011-10-21. Corrected h4 manufacture date: 2011-12-15. Getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the cover plate was cracked with risk of missing particles, label on suspension arm was damaged with missing particles, paint on suspension arm and fork was damaged and cap (ard652000186) on suspension arm was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. A root cause analysis was performed by subject matter experts, and it was established that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The holding plate damages are due to impacts, collisions (abnormal use) or the spacer has been forgotten during assembly or a maintenance (stressed by screw). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect or impacts, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Moreover, this event is also caused due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Additionally, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. For the cap (ard652000186) on suspension arm cracked: this cap is located above of the suspension (not visible form the medical staff and the patient). The probable root cause: this crack was caused by a high-impact from another device. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).